Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted cuts in the insulation that was felt to be consistent with implant related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was unable to be implanted as the lead exhibited high out of range pacing impedance greater than 3000 ohms. The lead was repositioned several times, however, the impedance measurement remained high out of range. The lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was unable to be implanted as the lead exhibited high out of range pacing impedance greater than 3000 ohms. The lead was repositioned several times, however, the impedance measurement remained high out of range. The lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.